Event description:
Physician started to use the ta stapler, he closed the guide pin but then the handle would not close. He did not fire the stapler fearing that it would not work properly. A second stapler was opened to complete procedure with no problems noted.